Event description:
It was reported that the patient's chest site was infected and the patient was referred for vns explant. Both the generator and lead were explanted. Device history record was reviewed for both the generator and lead. Both devices were sterilized and passed all quality control measures prior to distribution. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device.

Event description:
Per the physician, the infection was due to the patient's foreign body response to the vns device. No additional relevant has been received to date.